Event description:
It was reported that the customer's father wanted to exchange a box of quick sets for silhouettes because his son like them better. Customer's son is at work. Customer's father stated that he doesn't think his insulin pump was giving a no delivery alarm. The high pressure test was explained and customer's father was advised to locate tubing and to call us back when his son arrives to do the test. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.